Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/07/2017. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the device was used (what layer of tissue and how many layers applied)? -on skin with multiple layers of dermabond on the prineo mesh. What was the location and incision size of prineo application? -on the leg next to groin area. Incision size was about 4 cm. What prep was used prior to prineo application? -just wipe down with 4x4 and sterile water. Was the prep allowed to dry prior to prineo mesh application? -yes. Please describe how the adhesive was applied on the tape? -in a brushing motion on every inch of the mesh with multiple layers. Was the mesh placed over the entire length of the incision? -yes. Was the dermabond liquid adhesive placed to cover the entire length of the mesh? -yes. Did the prineo mesh extend beyond the patient incision? -yes. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? -no. Was the skin prep solution wiped off and let dry before applying adhesive? -yes. Was a dressing placed over the incision? If so, what type of cover dressing used? -no. What date did the reaction occur on?-(B)(6) 2017. How large of an area does the reaction cover? - small area about 2 cm. Do you have any pictures of the reaction? -no. What was done to address the reaction? -adhesive remover was used to loosen the prineo. Were prescription steroids administered? -no. If so, what type of medication was used to treat the reaction? What was the dosage? When (date) was the medication administered? Were antibiotics prescribed? -no. What type of medication was used to treat the reaction? What was the dosage? When (date) was the medication administered? Was there any medical or surgical intervention to treat the reaction? If so, please clarify. - no. Was the blister drained or aspirated? - one blister on the leg. Was the product removed? -yes, as the product was removed there was a small tear in the skin. Was another method used to close the incision? -no. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? -no. Is the patient hypersensitive to pressure sensitive adhesives? -no. Were any patch or sensitivity tests performed? -no can you identify the lot number of the product that was used? -no. What is the most current patient status? -patient was sent home. Was prineo previously used on the patient in a previous surgery? -no. If yes what was the outcome of previous surgery?

Event description:
It was reported that the patient underwent a femoropopliteal/fem-pop procedure on (B)(6) 2017 and the topical skin adhesive was applied on the leg skin next to groin area in a brushing motion on every inch of the mesh with multiple layers. On (B)(6) 2017, the reaction occurred on a small area and the patient experienced blistering. The adhesive remover was used to loosen the topical skin adhesive and as the product was removed there was a small tear in the skin. It was also reported that one blister on the leg was drained or aspirated. The patient was sent home.